Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous distal right coronary artery. A 2.25x24mm promus element plus stent was advanced for treatment, but was not able to cross the lesion due to hard calcification. Upon removal, it was noted that the stent edge became flared. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and severely tortuous distal right coronary artery. A 2.25 x 24 mm promus element plus stent was advanced for treatment, but was not able to cross the lesion due to hard calcification. Upon removal, it was noted that the stent edge became flared. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the proximal end of the stent were misaligned and pulled apart, some struts were raised up. This type of damage is consistent when difficulty is encountered while removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks were damage were noted the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).